Event description:
It was reported that a black mark was found on the filter of a large volume intermate. This was noted prior to patient use. The device was filled with the drug ciprofloxacin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Lot 14f003 was manufactured june 5, 2014-june 6, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.